Manufacturer narrative:
Visual inspection was performed on the returned device. The reported guide separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the returned device condition, the reported guide separation appears to be related to torsional manipulation applied during device placement and/ or deployment. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information was received. It was reported that when pre-placing the device, the shaft broke when the foot was deployed and the plunger was pushed. The separated segment was removed using a snare. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7fr sheath hole prior to an interventional amulet implantation procedure. Reportedly, the first prostyle suture was successfully pre-placed; however, when inserting the second prostyle into the vessel, it fractured where the guide meets the sheath of the device. The distal shaft of the prostyle remained inside the body and was retrieved using a snare. The pre-close technique was abandoned and the interventional amulet procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.